Manufacturer narrative:
The physical device was not received for analysis. The insulet cloud system was checked for data from the user. Data was found to be available up to (B)(6) 2025. Cloud data from the period of(B)(6) 2025 was downloaded and reviewed. The cloud data showed that the last pod captured in the cloud was activated at 05:24 on (B)(6) 2026. The patient history buffer (phb) data showed that the system was used in automated mode with an inactive sensor, resulting in the system transitioning to automated mode: limited. The system was used in automated mode: limited with the system delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate, until a mode switch to manual mode occurred at 06:41 on (B)(6) 2026. The system was used in manual mode through the last data point received by the controller from the pod at 00:11 on (B)(6) 2025. No discard or deactivation record was found for this pod, indicating that the controller was not connected to the cloud system after (B)(6) 2025. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. No bolus records were found in the cloud for this period, indicating that no boluses were delivered by the system. The phb data also showed that the paired sensor was inactive throughout the entire period, with the last valid estimated glucose value received being an urgent high (greater than 400 mg/dl) value received on (B)(6) 2025. It could not be conclusively determined if the user was not using the system on the date of occurrence or if the controller was in use but was not connected to the cloud for data upload, and so without data from the reported date of occurrence the exact cause of the reported event could not be determined. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient passed away due to diabetic ketoacidosis, while wearing omnipod, on (B)(6) 2026. It was reported that the patient's blood glucose levels were high, leading up to them passing away, but specific levels were not provided. Patient was found by their mother, unresponsive, on the floor. Emergency medical service (ems) was called, but no treatment provided, as customer had already passed. It was reported that the patient was sent for autopsy and was still wearing the pod, therefore it will not be returned for analysis. Autopsy results were not provided.